Manufacturer narrative:
No sample was returned for investigation. Lot/product information was not provided. It is unknown how the feeding tube may have caused or contributed to the reported event.

Event description:
Patient transferred from (B)(6), nasogastric tube inserted there. Looked ok on chest x-ray, so feeding commenced. CT showed: the tip of the nasogastric tube lies outside the gastric lumen within the peritoneal cavity; there is a large volume ascites and free gas most likely as a result of iatrogenic proximal gastric perforation. More focal gas and fluid in the lesser sac is likely to tube feeding.